Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 2.25x20mm synergy ii stent was advanced but was not able to cross the lesion. A 5.5f non bsc guide extension catheter was then placed and an attempt was made to re-advance the 2.25x20mm synergy ii, however, resistance was encountered. The device was removed from the patient's body and it was noted that the stent was compressed on the distal end of the stent delivery system balloon. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe damage with struts bunched, distorted and stretched. The stent moved proximally on the balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. There is no evidence of any kinks or breaks along its length. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 2.25x20mm synergy ii stent was advanced but was not able to cross the lesion. A 5.5f non bsc guide extension catheter was then placed and an attempt was made to re-advance the 2.25x20mm synergy ii however resistance was encountered. The device was removed from the patient's body and it was noted that the stent was compressed on the distal end of the stent delivery system balloon. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.